Manufacturer narrative:
(B)(4).

Event description:
The pt had 2 deep brain stimulators. The hcp turned the right deep brain stimulator on. The device would be off at the next interrogation. The pt did not have a pt programmer. The deep brain stimulator appeared to turn off by itself. When impedances were checked on the right-sided device, the pt would feel the response on the right side of her body. The left deep brain stimulator therapy amplitude was set to 4.0 volts. When the pt was next seen, the amplitude was 2.8 volts. The pt did not have a programmer, so this was an unexpected change. The hcp reprogrammed the device to 3.0 volts. Reference mfg report # 9614453-2011-01115. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.